Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they went to the hospital for high blood glucose of 480 mg/dl. The customer indicated that the insulin pump was lost in the water and that this led to the high blood glucose. No further information was provided.